Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced shaking, headache, back and chest pain. The cgm was reading 177 mgdl and the blood glucose reading was 480 mgdl. The patient self-treated with 70 units of unspecified insulin and went to the emergency department (ed) at the guidance of the doctor. At the ed, the patient was diagnosed with diabetic ketoacidosis (dka) and given intravenous (IV) fluids and pain medication. The patient underwent lab work and was discharged after 6 hours. The patient was reportedly feeling fine after taking pain reliever medications. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No other details were documented. No additional patient or event information is available.